Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a low transmitter battery alert occurred. Data was returned and evaluated. The reported event of a low transmitter battery was not confirmed. The probable cause could not be determined. However, data investigation could not confirm a low transmitter battery but did confirm a failed transmitter on (B)(6) 2019 for a different transmitter, (B)(4), as opposed to serial number (B)(4) that was originally reported in the patient's allegation. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. No injury or medical intervention was reported.